Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 700 mg/dl. Cause of elevated bg level was unknown. No information was provided regarding treatment received. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.